Manufacturer narrative:
The field service engineer performed various checks but nothing suspicious could be found. The customer changed to a new lot of reagent and cassette and has not experienced any further issues. The data provided showed a clearly disturbed reaction curve but the cause could not be determined. The qc data was acceptable and the rerun delivered the expected result. Therefore we would exclude a general reagent issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 result for one patient with the cobas 6000 c501 module. The initial result was 2.6 mg/dl and the repeated result was 0.6 mg/dl. The questionable result was not reported outside the laboratory. The reagent lot number was 476244. The expiration date was requested but not provided.